Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset was confirmed via review of the device image. The device image showed that a power on reset (por) had occurred due to the administered external defibrillation. The device was tested on the bench and using automated testing equipment and no anomalies were observed.

Event description:
It was reported that device went into reset at implant. This device was not used.